Event description:
It was reported that the lead was repositioned due to dislodgement and when the lead was checked the next day, the lead had dislodged again for the second time. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. It was visually noted that there was apparent explant damage.